Event description:
It was reported that the device was used during a laparoscopic sigmoid colon resection. The device did not form the entire staple line and malformed staples. The device was fired by the resident and admitted not turning the adjusting knob all the way down to tighten the anvil. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.